Event description:
Customer alleged discrepant, back to back blood glucose results of 403 mg/dl and 83 mg/dl when testing was performed within 1 minute on the compact plus system. Customer reported no symptoms and no treatment/action. No adverse event was reported. A request was made for the return of the suspect device and replacement product was sent.